Event description:
During a device replacement due to normal battery depletion, it was reported that the left ventricular lead had high impedance, high threshold and no capture. The lead was tested with the analyzer and produced acceptable values. The lead was explanted. The right ventricular [rv] lead had high impedance, substantial noise on the electrogram, and an apparent lead fracture. During the lead extraction procedure the following week, the old rv lead was explanted. A new rv lead was placed, but had to be repositioned due to t-wave oversensing. After good fixation, t-wave oversensing was temporarily absent, however after suturing the leads within the pocket, t-wave oversensing returned. The rv lead was repositioned again to a more apical position and there was no t- wave oversensing. The lead is still in use. Subsequent to the lead revision, the device was returned to the manufacturer and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. The defibrillation conductor was distorted and there was blood/body fluid (not obstructed) on several conductors. The inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, and there was a white substance on the exposed defibrillation coil. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and a cosmetic depression on the outer insulation. (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed with no anomalies found. Subsequently, the device was returned and analyzed and analysis revealed the device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.